Manufacturer narrative:
Returned product analysis of the sensing lead revealed that the dip cpat insulation on the sense lead had been cut, possibly during implant procedure. This damage would be consistent with the device issues reported.

Event description:
Initial report was that patient required device setting adjsutments but subsequently it was made known to inspire that issues with sensing and waveforms led to two revision surgeriers, one to replace the sensing lead (B)(6) 2018), and then later (B)(6) 2018) the ipg was replaced. This resolved the issues and there was no patient injury.